Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. The physician completed transseptal puncture and once getting to left atrium, it was noted a growing effusion. The procedure was stopped procedure to address effusion. A pericardiocentesis was performed and about 1000cc of blood was removed but pumped back into patient gradually. A bleeding was also reported. The patient was expected to fully recover. The device is not expected to be returned for analysis (disposed).

Event description:
It was reported that a cardiac perforation and pericardial effusion (pe) occurred. The procedure was cancelled. During a watchman left atrial appendage closure (laac) procedure, a versacross connect laac kit was selected for use. The physician completed transseptal puncture and once getting to left atrium, it was noted a growing effusion. The procedure was stopped procedure to address effusion. A pericardiocentesis was performed and about 1000cc of blood was removed but pumped back into patient gradually. A bleeding was also reported. The patient was expected to fully recover. The device is not expected to be returned for analysis (disposed). It was further confirmed that there was the inferior vena cava (ivc) and superior vena cava (svc) leading up to the fossa of the septum was tortuous and the septum was aneurysmal or 'floppy', which may have caused a more prominent tent into the left atrium. The difficulty was in getting to the septum due to a difficult femoral vein and abnormal ivc and svc. The pe was inferred to occur in the left atrium. Physician reported that the difficult anatomy of the patient led mostly to the complication that transpired. No act was taken yet, as the complication was noticed before act draw occurs. Once the patient was stable, they were moved to a recovery room. The patient was stable and recovering. No further issues reported. Current patient status was not disclosed.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - describe event or problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.